Event description:
Additional information received from the consumer on (B)(6) 2016 reported that steps taken to resolve recharge coupling issue and in ability to charge the implantable neurostimulator (ins) battery more than 64% included issuing a new charging/remote device to the patient. It was further reported that the issues had resolved.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient's implantable neurostimulator recharger (insr) charged with 8 coupling boxes at first but in the last 2 weeks, he got 2 or 0 boxes. It was noted that they could only get the top number to 64 when doing an antenna locate feature. It was noted the implant was not charging and the patient could not charge more than 64%. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.